Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the delivery balloon. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous mid right coronary artery (rca). The lesion was predilated with an unknown size and manufacturer's balloon. The physician placed the 4.00x16mm liberte bare metal stent, but then decided to remove liberte stent from the pt as "the stent deployment place was not as physician expected." Once outside the body, the physician noticed the stent had moved distally on the stent delivery system. The procedure was completed with another liberte. No pt complications were reported. Patient status reported as "good". Additional info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.